Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of the initial sizing the aortic neck was 12 mm long and it measured 20 mm in diameter proximally and 26 mm in diameter distally. The aortic neck had 25 degree cranial angulation and 19 degree lao angulation. The iliac arteries were normal. It was reported that after the stent graft was implanted there was a slight proximal type 1 endoleak. The location of the endoleak was balloon with a reliant balloon and a z-med balloon, but did not resolve the endoleak. A 10 x 50 palmaz stent was implanted over a 25 mm z-med balloon. The endoleak improved but did not completely resolve. The decision was made to not further intervene. The physician will monitor the patient. No clinical sequelae were reported, and the patient status is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak) - patient's condition affected effectiveness of device (short and conical neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short and conical neck may).